Manufacturer narrative:
The additional device mentioned will be filed under a separate medwatch report. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the anatomy when a leak was noted from the delivery catheter (dc) handle and a bubble was noted on the echo imaging. The dc cap was removed and filled with water. The cds was advanced back to the mitral valve and the clip deployed, reducing mr to 2. The cds was being retracted into the steerable guide catheter (sgc) and aspiration was performed with a syringe when air was noted coming into the syringe. The sgc was pulled back to the right atrium and the cds removed. The hemostasis valve on the sgc was sealed with the physicians thumb and aspiration performed. Blood was noted aspirating from the sgc. The procedure was completed with 1 clip implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to an identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na